Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing. Technical services (ts) recommended x-ray imaging to assess the lead and consider revision. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing. Technical services (ts) recommended x-ray imaging to assess the lead and consider revision. This lead remains in service. No adverse patient effects were reported. Additional information was received that this noise was reproduced on both the right ventricular and atrial channels with left arm across chest. To resolve, the patient will be undergoing an rv lead revision. At this time, this lead remains in service. No adverse patient effects were reported.